Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced on 6/19/2015. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4).